Event description:
It was reported that, "black plastic is flaking off of the impactor tip. No adverse consequences to the pt and no pieces fell in the pt."

Manufacturer narrative:
Eval summary: the investigation concluded that the damage on the triathlon tibial impactor plastic head was due to improper alignment of the tibial insert impactor with the tibial component prior to impaction. If the impactor head is not properly aligned prior to impaction, the edges of the tibial insert impactor is likely to deform from contact stresses against the edges of the tibial insert. The impactor is designed to fit in a specific orientation on the tibial component while impacting to properly distribute the impaction force across the surface of the impactor and tibial component. This event is believed to be user related.